Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se calibrated the liquid crystal display (lcd) resolving the reported condition. The se performed testing as per the service manual and all tests passed.

Event description:
It was reported that, the touchscreen on an ht70 plus ventilator was unresponsive. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.